Event description:
A paraffin bath product may have been involved in the cause or spread of a house fire.

Manufacturer narrative:
The inspection of the product disclosed no defect in the spa or any basis for making a claim against homedics. 6/3/2004: the fire investigation revealed a halogen lamp as the most likely cause of the fire.